Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 257 mg/dl. Reportedly, the customer was aware of the cause of the elevated bg levels and reported it was due to directly delivering boluses for the amount of units instead of counting carbohydrates like normal. To address the bg level, the customer delivered correction boluses. Recommendation was made to consult with health care provider regarding diabetes management.